Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive and the customer received an unspecified alarm, as a result the battery was observed to be depleting rapidly. Customer declined further troubleshooting for the reported issues. Customer¿s blood glucose was 140 mg/dl. Reportedly, customer contacted health care provided to obtain back-up insulin therapy.